Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a avx thrombectomy system and no other devices. The pump, shaft, and tip, were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector indicated that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that aspiration was lost. An avx® thrombectomy set was selected for a thrombectomy procedure in an av graft in the left arm. During aspiration, the device suddenly stopped working. An error code was displayed and a leak around the pump was found. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was reported as fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that aspiration was lost. An avx® thrombectomy set was selected for a thrombectomy procedure in an av graft in the left arm. During aspiration, the device suddenly stopped working. An error code was displayed and a leak around the pump was found. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was reported as fine.